Event description:
The facility's nurse reported that a flow rate on the pump changed on its own. That pump was infusing propofol at a dose of 60mcg/kg/min on channel a. The infusion programming was closely monitored. At approximately 1:30pm, the propofol programming was verified and was correct. Approximately 30 minutes later, the rate was found to be at 25mcg/kg/min. Reportedly, the rate changed on its own. No patient injury or need for medical intervention resulted from the event. The pump was removed from use and the rate was corrected on a new pump. No additional information available.